Manufacturer narrative:
(B)(4). The ventilator serial number was not provided. The ventilator serial number was not provided so the device manufacture date is unknown. Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified.

Event description:
It was reported that the ventilator generated a system error when plugged into alternating current (ac) power source. There was no patient involvement.